Event description:
It was reported that the patient presented in clinic when their implantable cardioverter defibrillator (ICD) inappropriately went into backup mode due to interruption during programming changes. Programming changes were made, and the ICD was restored. Patient had no consequences.